Event description:
A moss gastrostomy (5-17719)(lot #425ib) tube was placed in pt in 2004 by dr. The 9th day a nurse tried to remove the tube after removing 20 cc fluid from balloon portion of tube. She met resistance and called dr. (A family practitioner.) He removed the tube and approximately 10" of the tube remained inside the pt, there was green drainage from the area where the tube was removed. The site was dressed an abd (surgical dressing) the pt. Was sent home. The pt returned to the hosp in 10/2004 with complaint of discomfort. An x-ray was taken and showed that the tube had not moved down the bowel. An egd was performed. The tube was located, and with the snare the tube was pulled out of the pt. The pt was sent home to be followed by home care. The part of the tube that was initially pulled out was sent to the MFR for an investigation.